Manufacturer narrative:
(B)(4). The reported set screw anomaly was not confirmed in the laboratory. Upon receipt, the set screw and associated septum was not returned for analysis. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined. (B)(4).

Event description:
It was reported that the set screw on the rv lead connector was defective. Patient was asymptomatic. Device was explanted and a new device was implanted. No further information available.